Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after an interventional procedure. Femoral imaging was not performed. Reportedly, a suture separation occurred. Manual compression followed by an elastic bandage for compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.